Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide.  Model: 18320. 18296-eng-aw rev b 06/18.  Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported the patient's blood glucose (bg) level rose to over 300 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother reported that bg levels remained in the high 200 mg/dl to 300 mg/dl range despite bolus attempts; the pod was also leaking. When removed from the infusion site (abdomen), the pod's cannula was found bent. Mother also reported slight skin irritation and bleeding at the site. As treatment, correction boluses were delivered and a new pod would soon be applied. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
No blood was observed on the adhesive pad. The exposed portion of the soft cannula was kinked. A leak test was performed, and no leaks were observed throughout the entire fluid path. Fluid was able to exit the distal tip of the soft cannula despite the kink being present. No timeouts or drive stalls were noted in the downloaded data. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. The bottom housing and formed needle of the device were inspected for any manufacturing deficiencies that could cause bleeding/bruising and/or skin irritation. No issues were found. The cause of the reported skin irritation could not be determined.